Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional and patient reported a left side deflation and capsular contracture, baker I-ii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, g1, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, device was broken shell, missing shell and wear abrasion. A microscopic analysis and leak test were performed which identified one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one opening crease smooth in the side posterior assessed as fold flaw opening. - a striated edge broken in the side posterior assessed as surgical damage. - one opening striated in the side posterior assessed as surgical damage. - missing shell assessed as inconclusive.

Event description:
Device has been explanted.